Manufacturer narrative:
H.6 investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit from an unknown lot number along with a bd syringe. In addition, four photographs were also submitted which displayed similarities to that of the returned unit. Upon visual investigation of the unit and photos, damage was observed on the tubing and near the dual port adapter. A leakage test was performed where leakage was observed at the point of damage. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an equipment misalignment or tooling damage. A device history record review could not be performed as the lot number is unknown. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see h.10.

Event description:
It has been reported that one bd nexiva dual port 22ga 1.00in (0.9 mm x 25 mm) has been found with damaged tubing during use. The following has been provided by the initial reporter: material no.: 383532, batch no.: unknown. It was reported a hole in the tubing caused saline and blood to squirt out. Per email: IV started on patient with a 22 nexiva. Patient was difficult IV start due to previous chemo. IV was patient but when flushed there was small hole in tubing of nexiva and saline shot out then blood backed up and came out hole.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd nexiva dual port 22ga 1.00in (0.9 mm x 25 mm) has been found with damaged tubing during use. The following has been provided by the initial reporter: material no.: 383532, batch no.: unknown. It was reported a hole in the tubing caused saline and blood to squirt out. Per email: IV started on patient with a 22 nexiva. Patient was difficult IV start due to previous chemo. IV was patient but when flushed there was small hole in tubing of nexiva and saline shot out then blood backed up and came out hole.